Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to a different accu-chek inform ii meter serial number (B)(4). On (B)(6) 2023 the patient results were: 418 mg/dl at 5:13 p.m. When tested on meter serial number (B)(4). 211 mg/dl at 5:14 p.m. When tested on meter serial number (B)(4). 207 mg/dl at 5:20 p.m. When tested on meter serial number (B)(4). The reporter confirmed that controls were ran on both meters within 24 hours prior to the readings. All qc values were in range.